Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 2016-01-11, the pump was returned with paperwork indicating explant on (B)(6) 2015; the proximal catheter revision segment was returned without paperwork. On 2016-01-26, information was received from a healthcare provider (hcp) regarding a patient who was receiving sufenta (343 mcg/ml) and bupivacaine (25 mg/ml) via an implantable pump in simple continuous infusion mode. According to pump logs examined on (B)(6) 2015, the last pump change resulted in a decrease in the sufenta from 207.3 mcg/day to 206.98 mcg/day and a decreased in the bupivacaine from 15.61 mg/day to 15.086 mg/day. According to pump logs examined on 2015-09-09, the last pump had remained unchanged since the last change on (B)(6) 2015, and was delivering sufenta at 207.17 mcg/day and bupivacaine at 15.1 mg/day. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient notified the answering service of a large amount of purulent fluid exuding from the pump incision. On (B)(6) 2015, the patient came to the hospital for surgical examination/debridement. A culture swab was taken, and a pump pocket infection was confirmed; the patient was diagnosed with a pump pocket infection and surgical excision and pump pocket debridement was performed. According to the hcp, the event was unlikely related to the device or therapy and was possibly related to the implant procedure. On (B)(6) 2015 a peripherally inserted central catheter (PICC) line was placed; interventions included medication administration. On (B)(6) 2015, the event was reported to have resolved without sequela. Subsequently, the patient's infectious disease doctor contacted the clinic with concerns that the pump pocket infection was not resolving. On (B)(6) 2015, visual examination revealed that the incision line and left side of the pump was diffusely erythematous, and the patient was again diagnosed with a pump pocket infection. On (B)(6) 2015, the pump was explanted and was not replaced, and a drain was placed. Additionally, interventions were noted to have included surgical abandonment/capped catheter (reasonably presumed as the spinal segment). According to return product paperwork, the proximal catheter revision segment was also removed. On (B)(6) 2015, a PICC line was placed and interventions included unspecified medications. According to the hcp, the event was possibly related to the device or therapy, and possibly related to the implant procedure. On (B)(6) 2015, the event resolved without sequela. See manufacturer's report number 3004209178-2016-01697 regarding events related to the pump.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.